Event description:
User facility medwatch report received that states: patient was admitted to the hospital for chest pain associated with nstemi (non-st elevated myocardial infarction). Patient was found to have occlusion of the right internal mammary artery and ostial restenosis of stent in the right coronary artery (rca) that required a percutaneous coronary intervention. During the procedure, the stent stripped from the device, came off the balloon, undeployed and stayed in right coronary artery. Stent was subsequently crushed in the distal mid rca at previously stented site. There was no reported luminal compromise at this time. There were also three additional stents placed in rca without complication. Patient was discharged 1 day later with scheduled follow-up.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Indication for use (stent implanted in a restenosed stented lesion). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.